Event description:
A vns treating physician returned his handheld and wand due to failure to program patients (wand malfunction reported on MFR report # 1644487-2012-01755). The patients were able to be interrogated with another programming system. Product analysis on the handheld was completed on (B)(4) 2012. During the analysis, it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. As the handheld is not manufactured by cyberonics, the cause for the anomaly is unknown.